Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although patient is not even sure if the peek is causing the issues. We are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of additional surgery artificial disc replacement (adr)/ fusion: 2015 post-op, the patient wants the peek out and wants to know how it comes out. Patient suffering from all kinds of issues & pain etc but is not even sure if the peek is causing the issues.